Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance. (B)(4).

Event description:
An optometrist reported a case of bilateral epithelial ingrowth, observed at one week post lasik flap lift re-treatment. Pt noted light sensitivity. Upon add'l f/u, reporter indicated the topical steroid was increased, and the pt issue was resolved. There are two reports for this pt. This report addresses the pt's left eye, and another manufacturer report will be filed for the fellow eye.